Event description:
On (B)(6) 2023 event description (helium issues): teleflex iabp alarm read helium loss and purge failure multiple times. Despite changing helium tank 3 times, iabp alarm would not clear. Pump exchanged for new device. Hotline called and was put on hold for a lengthy amount of time. Rep stated that there may be a leak from the device, and she advised the device to be tagged out. Reference reports mw5117820, mw5117821, mw5117822, mw5117823, mw5117825, mw5117826, mw5117827.